Manufacturer narrative:
The subject device has not been returned to omsc. But was returned to olympus (B)(4). Following additional high level disinfection at (B)(4), the subject device was send to a third party laboratory for additional microbiological testing. In the additional test, the testing indicated no microorganism growth for the subject device. Omsc reviewed the manufacture history of the subject device and confirmed no irregularity. The exact cause could not be determined at present. If significant additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during routine surveillance culturing test by the facility, the subject device tested positive for citrobacter freundii (number of colony was not informed). The facility had disinfected the subject device using peracetic acid before the culturing test. There was no report of infection associated with this report.